Event description:
Device malfunction: stent fracture. Time of malfunction: during the procedure. Symptoms/ae: arterial rupture, cardiac arrest, surgical arterial repair and retrieval of detached devices. It was reported that an absolute stent was successfully implanted in the left iliac artery. During post-dilatation, a fox plus balloon ruptured close to 20 atmospheres, above rated burst pressure, during the second inflation. Resistance was met during removal of the balloon catheter. After removal it was observed that the catheter tip was detached and missing. Fluoroscopy showed the catheter tip, still on the wire, had migrated to the femoral artery, and also showed the absolute stent had fractured and the lateral wall of the iliac artery had ruptured. As a result of bleeding the patient became hypotensive and cardiac arrest occurred that was treated with atropine, cardiopulmonary resuscitation, and blood transfusions. Both the femoral and iliac arteries were surgically repaired and the detached devices were retrieved. The stent appeared "torn" on removal. The patient remains in the intensive care unit in fair but critical condition. Though requested, no additional information was provided.

Manufacturer narrative:
The fox plus pta catheter (part 12758-04, lot 523988) is filed under MFR# 9710478-2008-00132. Evaluation summary: the device was not returned; therefore, a conclusive root cause for the possible stent fracture could not be determined. Reportedly a stent fracture was observed after post-dilatation above rated burst pressure. Angiographic images were not provided for abbott's review and stent fracture could not be confirmed. The absolute stent can appear to be fractured due to the stent's open-cell design, in combination with lesion characteristics. Review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.